Event description:
Customer reportedly tested hi, 467 mg/dl, and 77 mg/dl within 7 minutes on the same device. Caller did mention that she felt the strip may not have been dosed properly for the results listed above. Caller reports that customer was given 5.5 units of insulin after receiving the hi result. No adverse event reported and no medical treatment rec'd. No strip info provided. No quality controls were used. Customer states there are no more suspect strips remaining.